Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (3000 mcg/ml at 926.9 mcg/day) and bupivacaine (15 mg/ml at 4.634 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017 it was reported that the pump logs showed that an empty reservoir alarm occurred on (B)(6) 2012. The pump was filled after the (B)(6) 2012 date. No patient symptoms were reported. No further patient complications have been reported as a result of this event.